Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
The hydrolic pump did not work. It did not inject the cement. Professor (B)(6) went through the regular preparation process, but when he turned the hydraulic pump¿s t- handle, the piston pushed out some cement but then would not continue to advance. The professor later reported to me that at some point there was fluid leakage, but I really could not understand from him whether this was due to the valve releasing excess pressure ¿ as I understand it should do ¿ or an initial malfunction that caused leakage . That caused the piston to stop advancing